Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or the green reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. A log review shows that the sureform 60 stapler instrument, (part number 480460, and lot number: l87230701-0150) was installed and the first five firings were completed, but the sixth firing resulted in a firing failure at 99% completion following multiple pauses for compression. There is an error code in the logs indicating a firing failure occurred with this instrument. No incomplete clamps or unclamp failures in the logs for this instrument. A review of the provided images was performed and it was confirmed there were malformed staples bunched together in the stomach tissue.

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy procedure, while firing a sureform 60 stapler instrument with a green reload, stomach tissue was pushed out of the jaws. Prior to the stapling issue, the stapler was potentially placed over a previous staple line. When the stapling issue occurred, an error message was observed stating: unable to complete fire, blade may be exposed, tap blue pedal to unclamp then remove stapler, warning blade may be exposed. The patient side cart was undocked, and using the same robotic ports, the surgeon finished the final stapler fire laparoscopically. The blood loss was negligible and was resolved using diathermy. Some additional unplanned tissue needed to be removed because of the firing failure but still resulted in an acceptable surgical outcome. The procedure was completed, there were no post-operative complications; and the patient was discharged from the hospital.